Event description:
It was reported by service report that the nurse call system was not working due to interface cable was broke and pulled from the bed. Customer reported that they did not know if ther was any pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.